Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to uterovaginal prolapsed and multiple pelvic floor defects. The patient experienced urinary/bowel problems, recurrence, dyspareunia and vaginal scarring. Boston scientific repiform and boston scientific repiform (2) were implanted. Lot# b36516019 and b36516021. It was reported that the patient underwent suture removal on (B)(6) 2011 due to pain and discomfort. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh and the boston scientific repliform (2) were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient concurrently underwent total vaginal hysterectomy, mccall culdoplasty, cystoscopy, bilateral paravaginal defect repair, kelly-kennedy plication augmentation with graft, bullard-watson reconstruction of the perineal body augmentation with graft.

Event description:
It was reported that patient concurrently underwent total vaginal hysterectomy, mccall culdoplasty, cystoscopy, bilateral paravaginal defect repair, kelly-kennedy plication augmentation with graft, bullard-watson reconstruction of the perineal body augmentation with graft.